Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: the pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that manufacturer seal and battery door were missing upon receipt. Functional tests including calibration were performed which failed. Error codes were not found in the event history log. Results: the customer reported problem was duplicated during the investigation as the downstream sensor failed to complete the calibration testing. Root cause for the reported issue would be attributed to the downstream occlusion sensor not operating as intended as it would not complete the calibration process. The origin of the inoperable downstream occlusion sensor remains unknown. The inoperable downstream occlusion sensor will be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: all issues found during testing. No patient involvement.